Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) had an in-clinic evaluation as the device was no longer functional. Despite troubleshooting, the issues persisted and it was decided to perform a revision procedure. During surgery, both cylinders were found to be torn; therefore, the entire ipp was removed and replaced. The physician noted that the damage could have occurred during surgery. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. Analysis of the cylinders found damage to both consistent with sharp instrument damage. Torn threads and a leak were found in the first cylinder; therefore, pressure testing could not be conducted. The second cylinder had outer tubing damage but passed leak and pressure testing. The pump was visually and microscopically examined, and leak tested. No leaks were found. Contamination was found in the pump so it could not undergo functional testing. The reservoir was visually and microscopically examined. Damage consistent with that made by a sharp instrument was found by the strain relief junction, but no leaks were identified. Product analysis did confirm the torn cylinders, likely as the result of sharp instrument damage, but the cause of the reported device function issues could not be confirmed.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) had an in-clinic evaluation as the device was no longer functional. Despite troubleshooting, the issues persisted and it was decided to perform a revision procedure. During surgery, both cylinders were found to be torn; therefore, the entire ipp was removed and replaced. It is believed that the damage could have occurred during surgery. There were no patient complications reported.